Event description:
The customer reported that the system had a loss of live images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased. The ma was adjusted and the filament was calibrated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.